Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Based upon the clinical evaluation, the type iiib endoleak was confirmed. There was minimal information related to the cause from the clinical review. The only noted factor in the clinical review was treatment with anticoagulation therapy that may have magnified the effects of the noted type iiib endoleak. A manufacturing record review was performed, the lot met all release criteria with no issues (no related issues) or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 11 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently to the hospital emergency room and was symptomatic with back and abdominal pain. The hospital performed a computed tomography scan which indicated the patient had an endoleak. The physician elected to correct the endoleak by implanting another bifurcated device and a infrarenal aortic extension. No endoleak appeared on final angiogram. The patient was reported to be doing good post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.